Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported against right side rupture, "breastfeeding their children while wearing the defective implant could have exposed them to heavy metals", "suffers of depressive stress disorder" (non device related), and "migraine" (non device related). Device has been explanted and replaced.

Event description:
Patient's representative reported against right side rupture, "breastfeeding their children while wearing the defective implant could have exposed them to heavy metals", "suffers of depressive stress disorder" (non device related), and "migraine" (non device related). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ depression-ndr: not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported against right side rupture, "breastfeeding their children while wearing the defective implant could have exposed them to heavy metals", "suffers of depressive stress disorder" (non device related), and "migraine" (non device related). Device has been explanted and replaced.